Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited unspecified oversensing that led to inappropriate anti-tachycardia pacing (atp). The patient was asymptomatic. Programming changes were made. The patient will continue to be monitored. There were no patient consequences.